Manufacturer narrative:
The reported complaint of "the autopulse li-ion battery (sn (B)(6)) does not charge in the autopulse multi-chemistry battery charger (mcc)" was not confirmed during the functional testing. No device malfunction was observed during the testing, and the battery worked as intended. Based on the archive, the probable root cause for the reported complaint was due to a software glitch reset error on the battery. The observed error was recoverable and was cleared after re-charging the battery at zoll. Upon visual inspection, no physical damage was observed, and the status leds of the battery showed one amber light. The battery passed charging in a known good autopulse multi-chemistry battery charger, and the status leds of the battery showed four green lights. The battery was successfully tested on a known good autopulse platform using large resuscitation text fixture and performed compression for about 35 minutes with no issue. The battery functioned as intended. The archive data review showed battery mismanagement and charging practice by the customer. The customer used and left the battery in the autopulse platform for about 5.06 days, and battery recorded a "software glitch" reset error message. The autopulse power system user guide states: after every use, at the beginning of a shift, or at least once every 24 hours, the battery in the autopulse should be replaced with a fully charged battery. A fully charged li-ion battery left in a zoll autopulse platform or on a shelf for an extended period will eventually discharge below its minimum operating voltage.

Manufacturer narrative:
Zoll has not received the autopulse li-ion battery (sn(B)(4) ) for investigation. A follow-up report will be submitted when the battery is returned and investigation has been completed.

Event description:
During patient use, the autopulse platform powered off after 30 seconds of use using the autopulse li-ion battery (sn (B)(4)) with a full charge. Following this, the crew immediately replaced the battery and was able to use the platform to resuscitate the patient. In addition, the battery was tested in the station by charging it on a multi-chemistry charger however it failed charging. Patient's status information was requested but the customer did not provide a response, therefore patient's status is unknown.